Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 2pm. The patient reported a blood glucose result of "109 mg/dl" with the subject meter. The patient manages his diabetes with insulin (type not specified). It is not known if the patient made changes to his usual diabetes management routine at the time of the alleged issue; however, earlier that same morning, the patient reportedly administered self his usual dose of insulin (35 units). Immediately after the start of the alleged issue, the patient claims he felt symptoms of sweats and shaky. The patient took food and/ or drank a beverage as treatment. At that time, the patient also tested on another device and obtained a blood glcuose result of "129 mg/dl." At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.